Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported that the patient presented with pain and discomfort. An x-ray revealed a mid stem prosthesis fracture. It was reported that the patient required revision of femur to replace the fractured prosthesis. Femoral osteotomy required with cement removal dall miles and a restoration modular component.